Event description:
Boston scientific received information that the patient with this device experienced a fall. It was not known whether the patient lost consciousness. There was concern that this may have been due to a device issue, however increased right ventricular thresholds were noted. The patient was hospitalized; interrogation revealed increased right ventricular threshold measurements and lack of pacing at the programmed output settings. In addition, there was loss of ventricular capture in unipolar settings, however when reprogrammed to bipolar setting, normal impedance, sensing and threshold measurements were obtained. The patient was scheduled for a cath laboratory procedure to verify the system integrity. When the pocket was opened, visual observation suggested the right ventricular lead (dextrus model 4136, sn (B)(4)) appeared to have perforated the right ventricle. It was thought this may have contributed to the fall, however a device issue could not be ruled out. As the lead reprogramming appeared to resolve the issue; due to the patient's condition, a decision was made to leave the system intact. The wound was closed. However approximately, one month later, the system became infected. Subsequently, a further procedure was performed. The pacing system was removed. A right ventricular lead was implanted and connected to a temporary pacemaker until the infection has healed. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device was removed and no return is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.